Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient felt their stimulator get hot when they were having a brain MRI in 2017 or 2018. They stated they were using less tesla 'than usual.' The issue was not resolved through troubleshooting.